Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly due to exposure to moisture. The customer¿s blood glucose was 150 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive after exposure to water. Customer also reported to have received an alarm and unable to see what alarm was on the screen. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm was noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. We were unable to perform functional testing including the displacement test, operating currents test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to unresponsive buttons. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, cracked reservoir tube lip, stained address and serial number label.